Event description:
During pta a powerflex extreme balloon catheter ruptured at 15 atm. The target lesion was dialysis shunt. There is no lesion information available, but the % of the stenosis was 90%. The lesion was crossed with a guidewire (radifocus), and powerflex extreme (6x40mm 80cm: complaint product) was delivered and inflated at the lesion. However, the balloon ruptured while it was being inflated at 15atm. Then the physician stopped using the powerflex extreme, and a new powerflex extreme (same cat. Number) was used instead without any issues. The procedure was finished successfully. There was no patient injury reported, and the product will not be returned for analysis due to patient's infectious disease.

Manufacturer narrative:
The access site is unknown. There was no difficulty removing the product from the hoop, any difficulty removing the protective balloon cover or any difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The brand of contrast used is unknown. The ratio is usually 1:1. The inflation device was unknown and the same inflation device was used successfully with another balloon. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. It was not indicated if the catheter was ever in an acute bend, if there was difficulty advancing the balloon catheter through the vessel or any difficulty crossing the lesion. The balloon catheter did not kink while being used and was easily removed. It was also intact upon removal. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Information received from an affiliate indicated that a 6mm x 40mm power flex extreme balloon catheter ruptured at 15 atm. The target lesion was dialysis shunt described as 90% stenosed, no other lesion characteristics were provided. The lesion was crossed with a guidewire (radifocus), and powerflex extreme was delivered and inflated, but ruptured at 15 atms. Then the physician stopped using the powerflex extreme, and a new powerflex extreme (same cat. Number) was used instead without any issues. There was no resistance/friction while inserting the balloon through the rotating hemostasis valve or while inserting the balloon through the guide catheter. It was not indicated if the catheter was ever in an acute bend, if there was difficulty advancing the balloon catheter through the vessel or any difficulty crossing the lesion. The balloon catheter did not kink while being used and was easily removed. It was also intact upon removal. The procedure was finished successfully. There was no patient injury reported, and the product will not be returned for analysis due to patient's infectious disease. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Without the return of the device the reported customer complaint of balloon burst could not be confirmed. With the limited information provided it is not possible to determine an exact cause for the event, but lesion characteristics can contribute to this type of failure. There is nothing in the event description or the device history report review to suggest that there is a design or manufacturing related issue therefore no corrective action will be taken.